Manufacturer narrative:
Concomitant devices: prowler select plus microcatheter (details unknown); 6f guide catheter (details unknown). The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Manufacturer narrative:
Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10370044. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was not received for analysis. The delivery wire and introducer presented no visual damages. No anomalies were observed on the received unit. The functional analysis could not be performed because of the product¿s received condition and it is necessary that the stent is still inside the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10370044. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure that the product encountered resistance/friction while advancing through the microcatheter reported by the customer could not be evaluated since the functional analysis could not be performed. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The failure that the stent deployed prematurely upon withdrawal reported by the customer could not be evaluated since the stent was not returned for analysis. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Correction:the product was returned to the decontamination facility and forwarded to failure analysis. A supplemental report will be sent pending results of investigation and additional conclusions will be made.

Event description:
The contact at the hospital reported that the enterprise stent (enc452812/10370044) encountered friction when it was advanced in the prowler select plus microcatheter (details unknown). It then deployed upon withdrawal. The patient had a left internal carotid aneurysm with wide neck of 4.2 mm. The artery diameter is 3.1 mm without stenosis. The aneurysm was approached from the femoral artery. The surgeon positioned 6f guide catheter (details unknown) and a prowler select plus microcatheter without difficulties. The surgeon felt much friction when he advanced the stent in the microcatheter. The surgeon planned to withdraw the stent but it was fully deployed when it reached the white sheath. The surgeon had to change another stent with same microcatheter to complete the surgery. At the time of initial contact, the stent was available for return. There was no significant clinical delay due to the issue. There was no report on patient injury. Nothing unusual was noted about the system prior to use. An adequate continuous flush was maintained through the catheter. The introducer was fully seated and secured in the hub. There were no kinks on the microcatheter before or after the difficulty.